Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil; therefore, the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The pushwire was found bent inside the capture coil which likely contributed to the reported issue; however, the event cause could not be determine as the pipeline was found released from the capture coil. (B)(4).